Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the rear response button cover was non functional. The root cause for the failure was contamination under the rear response button dome. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective monitor. Device evaluation of battery sn (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse events occurred from the defective battery. Manufacture dates: monitor sn (B)(4)- 3/18/2020, battery pack sn (B)(4) - 8/28/2017.

Event description:
A us distributor reported that a patient's response buttons were not activating the monitor and that a battery was unable to charge.